Manufacturer narrative:
Product complaint (B)(4). Investigation summary: when doctor were trying to apply the product, the cement did not come out properly from the mouth, it seems to be cracked or defective because it sprouted out unlike a normal situation. The product was returned to depuy synthes for evaluation. The complaint unit was forwarded to the manufacturing site blackpool for a manufacturing investigation. The investigation revealed the bottom that the barrel of the vmp + depuy cmw 3g 80g was slightly deformed. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. The results revealed that the potential cause could be from improper mixing and set-up of the device. The product was returned outside of the sterile packaging, and it is unknown the conditions in which the device was received with the customer, therefore, the condition found on the device cannot be attributed to ¿upon receipt¿. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the vmp + depuy cmw 3g 80g would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- when doctor were trying to apply the product, the cement did not come out properly from the mouth, it seems to be cracked or defective because it sprouted out unlike a normal situation. ¿photos were provided for review. See attachment foto 1.jpg, foto 2.jpg and foto 3.jpg. Additionally, the photos of the complaint unit were forwarded to the manufacturing site blackpool for a manufacturing investigation. The photo investigation revealed the bottom that the barrel of the vmp + depuy cmw 3g 80g was slightly deformed. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. The results revealed that the potential cause could be from improper mixing and set-up of the device. The product can be seen outside of the sterile packaging, and it is unknown the conditions in which the device was received with the customer, therefore, the condition found on the device cannot be attributed to ¿upon receipt¿. The overall complaint was confirmed as the observed condition of the vmp + depuy cmw 3g 80g would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: g1 (manufacturing site name). Corrected: b3, d3, e1 (facility name). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when the doctor was trying to apply the product, the cement did not come out properly from the mouth. It seemed to be cracked or defective because it sprouted out unlike in a normal situation. There were no reports of delay to the procedure. The date of event was unknown but was known to have occurred in 2025.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: g4: device is not distributed in the united states but is similar to device marketed in the USA. Dmf#: 13704, trade name: gentamicin sulphate, active ingredient(s): gentamicin sulphate, dosage form: powder, strength: 1.0g active in our cements.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, d10. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.